Event description:
Information received indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found the casters were worn. He replaced the casters and the torque tube to repair the bed.